Event description:
The customer reported a gastric perforation in an infant patient being monitored with the 989803183631 innersense temperature probe feeding tube. The patient required corrective surgery.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.